Event description:
Boston scientific received information that during attempted implant, this lead exhibited high out of range pacing impedance values, as well as undersensing. The issue was unresolved and as a result, the lead removed. The lead will be returned for analysis. No adverse effects were reported and a competitor lead was then implanted to complete the procedure.

Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
(B)(4). Upon return, this lead was thoroughly analyzed. Visual examination revealed a complete lead with no damages. Extensive testing was performed to assess the lead's electrical and insulation integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry and the lead insulation. Rigorous testing, including extensive lead manipulation while connected to an ohmmeter, verified there was no intermittency in the electrical conductivity. Analysis concluded that the lead was electrically continuous and the lead has been archived as meeting manufactures specifications.